Event description:
It is important to note that this patient had a diagnostic catheterization procedure on 06/18/97, with hemostasis achieved by unknown means. Both the diagnositc and interventional procedures were in the same groin. Following the ptca procedure (on 06/20/1997), an angio-seal device was placed and hemostasis was achieved. However, following device placement (length of time unknown) the patient developed a large hematoma, and a vagal reaction subsequently occurred (treated by the administration of 2 liters of IV fluid). The pt then experienced pulmonary edema, requiring intubation and mechanical ventilation. The patient was taken to the operating room to repair the hematoma, and was noted to be bleeding from both the diagnostic & interventional distal hole. The angio-seal device was not identified, and the surgeon stated that there were no remnants of the device found. He also stated that the suctioning (which is involved in this type of procedure) may have extracted the device. The patient became septic, requiring antibiotics. Follow-up confirmed that the patient was discharged on 06/27/1997, and as of 06/30/1997, the patient remains without sequelae.